Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak.

Event description:
The following was reported to gore: on (B)(6) 2012, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. The patient tolerated the procedure. On (B)(6) 2013, the patient underwent the reintervention for a distal type I endoleak of the right leg. The right internal iliac artery was embolized and an iliac extender endoprosthesis was implanted to the right external iliac artery. (Captured in #(B)(4)) on an unknown date in 2020, the follow-up exam showed a distal type I endoleak of an ipsilateral leg of the trunk ipsilateral leg endoprosthesis (left leg) due to the migration of the ipsilateral leg into the aneurysm sac. On (B)(6) 2020, a contralateral leg endoprosthesis was implanted in the left common iliac artery, distal of the ipsilateral leg. An intraoperative image identified a suspected type ii endoleak originating from the iliolumbar artery. The physician decided to monitor it. The patient tolerated the procedure.